Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. The patient reported that at times, their blood sugar has fallen rapidly and they have had several serious feelings. Patient did not specify what types of feelings or symptoms they were experiencing or provide further dates of issue. The patient indicated that during their last event, on (B)(6) 2017, their low level was not registered by the cgm, the alarms did not go off and they again experienced serious feelings. People around the patient at the time of the event, measured the patient's blood sugar. The patient's blood sugar was measured at 3.2 mmol/l and lower. The patient was given a glucagon syringe. An ambulance was called and the patient was unconscious when it arrived. At the time of contact, the patient was doing fine. No additional patient or event information is available.